Event description:
It was reported that no anti-fog agent or other chemicals were used on the device. The distal cover was pulled to ensure that it did not come off the scope and was firmly in place. It was confirmed that the distal cover was not damaged.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be identified, the distal cover likely detached from the scope easily due to the following: the distal cover overlapped the hook on the tip of the scope. Therefore, it is likely that the distal cover did not completely go over the hook on the tip of the scope. As a result, the attachment was insufficient, and the distal cover easily detached from the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "Attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ this supplemental report includes a correction to b5 to include information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. This report has been submitted by the importer under this MDR report number 2429304-2023-00392.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the single use distal cover fell off during a therapeutic procedure to remove gallstones while using the evis exera iii duodenovideoscope. It was further reported, the caps were removed using biopsy forceps. The procedure was completed in the or after trochars were placed and before a cholecystectomy was performed by a surgeon. The event did not affect the outcome of the procedure and the patient was discharged. The facility discarded the cover therefore it will not be returned to olympus for evaluation. It was determined there were two of the same events at this facility. The related patient identifiers are as follows: (B)(6) for the 1st maj-2315 (lot h22145) . (B)(6) for the 1st tjf-q190v (serial# (B)(6)) . (B)(6) for the 2nd maj-2315 (lot h229120). (B)(6) for the 2nd tjf-q190v(serial# unknown).